Event description:
The was running unintentionally during testing by the manufacturer service technician. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.